Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008; 5071-53 lead, implanted: (B)(6) 2008; 5071-53 lead, implanted: (B)(6) 2008; 5866-38m adaptor, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on the current electrogram (egm) and on a stored episode. It was also reported that there was a warning for undefined high superior vena cava (svc) defibrillation coil impedance, the high impedance manifesting shortly after the previous device change out. Follow-up with the physician's office did not yield any additional relevant information. The atrial lead, right ventricular (rv) lead, and device all remain in use. No patient complications have been reported as a result of this event.